Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system has been explanted due to device exposure with potential infection. No return of product is expected and no further resulting adverse effects were reported.